Event description:
Additional information received reported the manufacturer representative spoke with the patient the day of the report. The patient was waiting to have anything done with her stimulator because her husband was in the hospital. The patient may have the battery replaced next year, after the report. The patient met with the healthcare provider (hcp) two weeks prior to discuss this.

Event description:
It was reported that it took the patient 2.5 hours to go from 1/8 to 3/4 full on the implantable neurostimulator (ins) battery. The implant never charged to full, but the patient also admitted that she didn¿t have the patience to wait that long to charge fully. It felt hot while charging, so the patient would have to take it off and then put it back on when it cooled. It didn¿t register hot on the recharger, but it felt hot to her. The heating issue had been 2-3 months, at least 3 months. The ins not charging fully had been over a year since she got the battery to full. The patient¿s legs got hot while she was recharging and had a burning sensation in her legs. This had been occurring for the past 4-5 months prior. The manufacturer representative wanted to rule out the implantable neurostimulator recharger (insr) as the possible contributor. The patient didn¿t get a temp sensor icon either. The manufacturer representative was meeting with the patient monday to run an impedance check and interrogate the ins. It was later reported that the patient had a ¿burning feeling¿ in or around the ins pocket during recharging. The ins was located in the left thigh and the ins was turned off when charging. She felt this burning feeling for 1 hour after the charging session. The patient would typically stop charging because it got too hot. The patient didn¿t see the temperature too hot icon on the insr at all. The spouse noted that the skin would be hot to the touch. The patient lost 30 pounds and their legs were thinner. The burning was not present when stimulation was turned on, only when charging. The patient did not use a charging belt. It was recommended adding lays of material between charge antenna and skin. The patient tired that before with no success and still felt burning feeling. There was a communication problem reported. The patient got a new insr but indicated that the new insr caused the same reaction as with the old one. The insr antenna temp max was 34.0 c and 33.2 c with average being 31.2 to 31.6c. Impedances were taken at 0.25 volts with normal impedance values of 10 36-1153 ohms. The patient lost weight and had the ins in the thigh so that might have something to do with it. The patient had been having issues of the recharger heating up since back in 2011 when it was implanted. When it would heat up, it would stop charging. All impedances were within normal limits. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the ins had been discarded by their facility. No further issues were noted or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 37751 serial(B)(4) product type recharger product ID 3708340 serial(B)(4) implanted: (B)(6)2011 product type extension product ID 37743 serial(B)(4) product type programmer, patient product ID 3987a lot# n299109 implanted: (B)(6)2011 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer on 2017-10-16. It was reported that the patient was implanted with the ins in her thigh and it just had to be removed because it overheated and did damage to the patient's leg somewhat. They removed the battery approximately one week prior to date of report. The leads were kept in and were connected to battery from a different manufacturer. The consumer reported that the battery was sent back for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: : product ID 37751 serial(B)(4) product type recharger product ID 3708340 serial(B)(4) implanted: (B)(6)2011 product type extension product ID 37743 serial(B)(4) product type programmer, patient product ID 3987a lot# n299109 implanted: (B)(6)2011 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on 2017-10-19. It was reported that the patient first started experiencing the is overheating on (B)(6)2017. The battery was aging and would heat during charging. It overheated and caused thermal damage to the obturator nerve. The cause of the overheated was not determined and the device was to be returned to manufacturer for evaluation. The ins was explanted (B)(6)2017. The patient¿s weight was estimated to be(B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that patient had the device implanted for their left leg to deal with a nerve stimulation issue. The stimulator malfunctioned on (B)(6) 2017 causing the patient severe pain, sharp burning in their leg and required patient to undergo emergency surgery to remove the device. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37751, serial# (B)(4), product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3987a, lot# n299109, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Product ID 37751 lot# serial# (B)(4):. Product type recharger product ID 3708340 lot# serial# (B)(6) implanted: (B)(6) 2011. Product type extension product ID 37743 lot# serial# (B)(4). Product type programmer, patient product ID 3987a lot# (B)(4) implanted: (B)(6) 2011. Product type lead product ID 3550-29. Product type accessory. Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. Due to imdrf harmonization, device, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarges. If information is provided in the future, a supplemental report will be issued.